Event description:
Investigation of a catheter returned for analysis for problems with temperature readings during an ablation procedure revealed a handle leak.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 98 mg/dl, 248 mg/dl, and 422 mg/dl; 328 mg/dl, 148 mg/dl, and 116 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.